Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a coating detachment occurred. The chronic total occlusion target lesion was located in an unspecified vessel. A v-14 control wire guide wire was used with a non bsc laser atherectomy catheter. The v-14 was placed through the occlusion and into a collateral at a sharp angle and upon getting the non bsc catheter into the occlusion, the physician extracted the wire. Upon removal of the guide wire, a pigtail like piece of coating was observed to be hanging from it. The physician believed this was likely due to technique used while removing the wire. It was further noted that coating from the v-14 had detached inside the patient and additional intervention was required. Additional information was requested and is not available.